Manufacturer narrative:
Concomitant medical products: product ID:3093-28, lot# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type:lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the lead of their device broke so it was replaced on (B)(6) 2021 however the battery had not been replaced. The patient was requesting another ID card.